Manufacturer narrative:
Patient weight is unknown. This information was not available from the facility. The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6)/ study name: (B)(6)- patient ID # (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2016, a stellarex catheter was used to treat target lesion of the left distal popliteal artery, p1 and p2. Approximately 22 months post index procedure, the patient expired on (B)(6) 2018. The cause of death is unknown, however per clinical evaluation, the death is not related to the study device or procedure.